Event description:
It was reported that a 46-year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis and an unknown mentor saline prosthesis experienced left sided deflation and suspected right sided deflation post procedure. The patient began experiencing a burning feeling on the left following an accident. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-02248 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 12, 2023. Additional information was received with receipt of the device. The device was explanted on (B)(6) 2023. The investigation of the returned device was completed by the failure analysis lab on may 26, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedures, and it identified a tear on the posterior view measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).